Event description:
This device was used in a peripheral procedure because a peripheral device was not available in the 4.5 mm size. The pt experienced symptoms of hypotension and shock during this event and was treated with a blood transfusion and drug treatment. Due to the unstable condition of the pt, a second stent was not placed and the procedure was aborted. The embolized stent was surgically removed and the pt is reported to be in stable condition. No additional info is available regarding this event.

Event description:
It was reported that during a pta stenting procedure, the express2 monorail 12/4.5 mm stent embolized. The lesion being treated was a 95% stenotic left vertebral artery which had been predilated with a 2.5/20 mm balloon. The reference vessel diameter=4.5 mm. The physician delivered the express2 stent to the target lesion, but it would not cross. He pulled back the stent from the target lesion and planned to reposition the stent again, but was unable to visualize the stent angiographically. He withdrew the stent delivery system and noted that the stent was not present. He aborted the procedure and transfer pt to ICU while awaiting surgical intervention. Current pt status is listed as 'satisfactory/good'. Additional information has been requested regarding this event.